Event description:
On (B)(6) 2012, mother reported the patient was unable to program a bolus earlier in the day. Patient provided additional information and said the up button became "stuck" when he tried to program a bolus. The amount kept increasing and he canceled the bolus, but then none of the buttons on the infusion device would function. He changed the battery, but this did not immediately resolve the issue. The buttons started to work a few hours later, but the infusion device would beep and show the quick bolus display about every 30 minutes without pressing a button. The protective rubber around the up button is torn, and he is able to see the base plate. He is a mechanic and believes dirt entered the infusion device and caused the button to not operate correctly. Patient switched to his backup infusion device. No physiological effects were reported, and he did not require treatment from a healthcare professional or second party to address the issue. The infusion device was replaced and requested for evaluation.